Manufacturer narrative:
E1: initial reporter zip/post code: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of an ablation procedure to treat a typical flutter, an intellanav open-irrigated catheter was selected for use. The catheter was hooked up to flush and fast flow made it apparent that it was not flushing correctly. The device was replaced, and the procedure was completed successfully with no patient complications. The product is expected to be returned for analysis.